Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, the device had been making a strange sound and pneumoperitoneum had been leaking. Though the sound was bothersome, the device was continuously used. The upper seal has a crack and the lower seal has an interspace.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of our photos and four optical bladeless versaport* v2 tmm short with fixation cannulas opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The reported condition for this incident states that during a hemicolectomy procedure the seal was damaged, the instrument made a strange noise and leaks. Photos one thru four depict a close up of the envelope seals. The circular seals were damaged. The obturators passed through the trocars without difficulty. The obturators shaft assemblies cut cleanly and completely through the test media, allowing the cannulas to pass through smoothly. In addition, the instruments envelope seals passed an air leak test. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the torn seal and the reported condition was confirmed. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Replication of the observed damage may occur if the seal makes contact with a sharp object during use. The information for use for this product states: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadvertent damage to the seal. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.